Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported being injected with an unspecified juvederm vista product. During the injection the patient states they experienced ¿blood flow problems.¿ one day post injection, the patient thought a ¿scab formed, and necrosis had begun.¿ that same day the patient went back to the clinic to have it dissolved, but it didn't dissolve completely. The patient was diagnosed with no blood flow disorder. Approximately two weeks later the patient went to another clinic to have the filler dissolved again and it completely disappeared. The scab has disappeared, but a redness of 1 cm length and 0.5 cm width remains, but it has become normal skin. There is no deformation or tissue loss. The redness is continuing even after about 2 months. The patient also experienced ¿discoloration¿, the color is somehow left, but this situation continues. Symptoms are ongoing.